Event description:
It is reported that the patient presented with a stemi and a resolute integrity drug eluting stent was placed. Approximately (B)(6) days post the index procedure the patient was re -catheterized due to chest pain and elevated tropins. Stent thrombosis was identified. A laser atherectomy catheter was used to break down the thrombus. The physician indicated that the angiogram showed the lad artery was totally occluded. He also indicated that the resolute stent was somewhat under deployed. A non-medtronic stent was implanted and the patient was transferred to the coronary care unit and afterwards to telemetry. The patient went into cardiac arrest and expired approximately (B)(6) days post the index procedure. It is reported a second thrombosis formed in the time frame between deployment of the non-medtronic stent and the patient death. Autopsy revealed lad thrombus and an acute anteromedial myocardial infarction of 3 to 4 days duration, as well as an anteromedial myocardial infarction approximately 2 weeks duration

Manufacturer narrative:
Results: unknown - root cause of the mi, occlusion, stent thrombosis and death is undetermined. Inherent risk of procedure - mi, occlusion, stent thrombosis, and death. Conclusion: unknown-root cause of the mi, occlusion, stent thrombosis and death is undetermined. (B)(4).